Manufacturer narrative:
The reason for this revision surgery was reported as instability after 7.8 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was reported as a possible bone disease. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's glenoid bone was hollow and the baseplate was floating on the stem. The surgeon originally thought the patient had an infection in the joint but the testing was negative for infection. Possible bone disease present. The surgeon revised the joint to a hemi.